Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, there was a temperature change to the pump prior to the occlusion alarms occurring. Blood glucose levels were in the 400's mg/dl range and a manual injection was used to correct. The past occlusions were resolved by performing an infusion set change or clearing the alarm without changing any pump supplies. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Tandem technical support recommended the customer to wear the pump in a case in order to prevent temperature changes to the pump.